Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 20 mg/ml of dilaudid at 2.9 mg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen upon device interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The MRI was performed the day before, on (B)(6) 2019. The logs were read and the motor stall had not recovered. It had not been less than two hours since exiting the MRI field. It was reviewed to periodically re-interrogate the pump for a stall recovery. Motor stall considerations were reviewed. No symptoms were reported. No further complications were reported or anticipated.